Event description:
Doctor was using device for a fine needle aspiration during an endoscopic ultrasound. Pushed down on handle, believed it did not thread correctly and it broke. Not patient injury or problem.